Manufacturer narrative:
An internal investigation was performed for a customer in germany reporting false resistant results for different carbapenem antibiotics for four (4) patient isolates with the vitek 2 ast-n289 card, lot 7090685103. The customer did not submit the isolates for evaluation as requested. Submittal of the isolates is required in order to confirm a vitek 2 discrepancy compared to the reference method. The vitek ast-n289 lot #7090685103 met final qc release criteria and passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of obtaining false resistant results for different carbapenem antibiotics when performing antibiotic susceptibility testing for four patient isolates with the vitek® 2 ast-n289 test kit, lot 7090685103. The customer reported that they obtained carbapenem resistant mics with initial testing. Repeat testing (performed with either the vitek 2 ast-n248 test kit or etest®) provided susceptible results. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.